Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, as result of conducting troubleshooting locally, it was reported that failure of two endoscopes were confirmed finally. Therefore, it was presumed that b30 (scope communication error) was displayed due to communication abnormality caused by endoscope failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source had a communication error code b30. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.